Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 77-4005, lot # t04h1319, description: scorpio ts mod. Tib. Tray; cat # 6476-8-250, lot # e3193, description: kmax stem extndr(s,m,l,xl)40mm; at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that the patient had large cyst in anterior tibia which caused tibial component to loosen. Surgeon revised the tibia to repair cyst.

Manufacturer narrative:
An event regarding tibial component loosening involving a scorpio ts 10mm full block was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had large cyst in anterior tibia which caused tibial component to loosen. Surgeon revised the tibia to repair cyst.